Event description:
The customer reported that while in an ambulance, the device shut down when the ambulance went over a bump in the road. The device was in use on a patient, however, there was no adverse patient impact.